Event description:
The user facility reported that the tr band deflated after being placed on the patient's wrist post cardiac catheterization. It caused some bleeding from the radial artery as the nurse attempted to keep inflating the balloons of the tr band. No further information was provided regarding the additional equipment used during the cardiac catheterization as it was not related to closing the artery once the tr band was placed on the patient's wrist from patient hemostasis and sent out of the lab for recovery. The patient was stable, and hemostasis was achieved. The estimated blood loss was less than 250cc's. Additional information was received on 13 jun 2023: the exact number of ml's added is unknown, they practice our guidelines of initially inserting 15-18ml's of air and titrating until a flash of blood in seen and then reinserting 1-2ml's until bleeding has stopped. A slow deflation was noticed overtime, approximately 15-30 mins. No additional damage was noticed to the device. Stat seal was used in conjunction with the tr band. The devices are stored in a cool dry, storage room with all other products. The procedures was successful, and hemostasis was achieved after placing a new tr band.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab lead tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on both sides of the tubing channel on the tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).